Event description:
Customer alleged that a patient had gotten out of the bed and fell on the way to the bathroom. The patient bruised one of their hips. Customer alleged that the siderail not latching contributed to the patient fall.

Manufacturer narrative:
A hill-rom technical support representative checked the bed and found that the left foot siderail would not latch due to fecal matter in the latching mechanism. The technician cleaned the fecal matter from the latch, and installed the versacare inline spring kit, and the siderails functioned as designed.